Manufacturer narrative:
Concomitant products: 5076-45 lead, implanted: (B)(6) 2013; 310c33 valve, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited and increase in and high capture threshold and possible t-wave oversensing on stored ventricular sensing electrograms (egms). The rv lead remains in use. No patient complications have been reported as a result of this event.